Event description:
Initial info was received on (B)(6) 2012 from a consumer. This male consumer used colgate motion toothbrush and while he was brushing the battery cover blew off. He developed ringing in his ear due to the loud pop. He began using the toothbrush in (B)(6) 2010, brushing with it three times a week, every other day, alternating with his manual toothbrush. The events occurred on (B)(6) 2012. He had not consulted a healthcare professional and no treatment was required. At the time of this report, the consumer had recovered. (B)(4).